Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high and erratic impedance readings for the pacing portion of the lead, and undefined superior vena cava (svc) impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.